Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two months post implant, the leadless implantable pulse generator (ipg) was explanted for an unknown reason, using a snare inside a leadless ipg sheath. No patient complications have been reported as a result of this event.